Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during radiofrequency ablation, the pulse generator switched into backup vvi mode and could not be restored. During the event, symptoms of chronic heart failure started progressing. The condition returned to normal after the pulse generator was removed and replaced.